Event description:
It was reported that the compressor generated alarm indicating low pressure. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
Our field service engineer confirmed that the compressor generated a low pressure error. A leak was coming from the compressor tubing. After reconnecting the compressor tubing, the compressor unit passed all functional and safety test per factory specifications and was cleared for clinical use. Leaking compressor tubing may lead to poor air supply. In the event of a major leak, the compressor will not be able to supply the ventilator with sufficient air pressure. Alarms from the connected ventilator and the compressor will then be generated to alert the operator. If the compressor is used as a back-up air supply it may fail to deliver air when needed. The ventilator will switch to pure oxygen delivery if the air supply fails and alarms for high oxygen concentration will be generated. If no oxygen is connected to the ventilator, ventilation will stop. Alarms will be generated. The root cause of why the compressor tubing was loosen could not be determined.